Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.0 cm. External insulation abrasion exposing the outer coil caused by friction to can noted at 7.9 cm to 8.0 cm from the connector pin, which is consistent with friction to the device can. The reported events of noise and loss of pacing were confirmed. The cause of the reported event is due to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the right ventricular lead continued to exhibit noise oversensing, which caused pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested, but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed noise recorded as high ventricular rate episodes, due to a possible lead integrity issue. Programming changes were discussed; no intervention was reported. Patient condition could not be obtained.